Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) on 2021-sep-06 regarding an implantable neurostimulator (ins) on . The reason for call was pt stated the current stimulation programming is causing "shocking / zapping" sensation all the time. Pt stated he has felt this sensation since 1 week post implant (B)(6) 2021. Pt stated if he lays down on his bed he is getting zapped all the way down his legs. Pt stated that he has stim turned up to 5.5 so he can get relief but when he lays down it is too intense. Pt stated the healthcare provider (hcp) did an MRI to check the lead location and everything is in the correct place. Pt stated the rep was contacted a month ago and the rep adjusted stimulation but it did not resolve the issue. Pt stated he has an appt next week monday @ 1pm for an injection. Patient services (ps) is sending an fyi message to the local field rep about pt appt date / time. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on 2021-12-06 which indicated that within the first 2 weeks of implant the pt had no pain but now they can hardly walk and had lots of pain when walking. When the pt sat they had no pain but when they stood up that's when they had pain; the pt had a hard time walking. Since (B)(6) pt had seen 3 different representatives but none of the reps were able to help the pt and they all redirected the pt to their hcp. The pts doctor then told pt that they should go through surgery but the pt thought the stimulation was suppose to help them not go through that. Pt got off oxycodone after 20 years and did not want to go back on it. Additional information was received from the patient on 2023-01-17. The pt stated that they turn off their stimulator when pain becomes too severe. Pt has had stim turned off for "about a week". Pt stated that stimulation hits the sciatic nerve on the left side of the leg and that the mdt rep reprogrammed "and that helped for quite a while", but now stimulation hits sciatic nerve in right leg and causes feelings of overstimulation and that it hurts really bad. Pt turned off stimulation to not be in pain. Pt stated that they have been experiencing sciatic nerve pain in his right leg since 2018 after pt received a shot in his right buttock by a nurse at a pain clinic and the shot hit their sciatic nerve. Pt has "always had pain" with their left side and their left sciatic nerve. The first two weeks post implant, pt had no pain in both legs, after that pt had pain in both legs and in their lower back. Pt has had 4 different mdt reps who would adjust his programming, but pt has not received relief. Pt notified reps of these issues since ins was implanted. Before implant, pt went to psychologist and said "that was a mistake." Pt has turned stimulator off over a dozen times because the sciatic nerve pain "hurts so damn much". Pt said they sometimes turns it off for two months at a time. Pt said that their feet "get totally numb" from stimulation being on so much, that their "leg hurts like hell", and that pain goes from buttocks down the leg. Pt has gone to physical therapy and physical therapy did not work. Pt has not been on narcotics since implant. Pt mentioned they had called before and reported information. Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that the stimulation would go up automatically by itself, over 5.5 to 7.5 while they were just laying in bed. Pt said they took out the controller battery and put them back in. Pt said it happened a few times and no other actions were taken.